Event description:
A cusa nxt console loaner was reported to have an e 0016 error code pop up during a case which could not be cleared. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.